Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The investigation could not verify or draw any conclusions about the root cause of the reported event without the device to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot a manufacturing records evaluation (mre) was not performed. Without the physical complaint sample associated with this report, it was not possible to determine if the device failed to meet specification at the time it was released for distribution.

Event description:
3 x instruments involved in this form are all consignment, surgery was not delayed, no fragments were created. 1st instrument: sri: modified instrument: apau0199 neptune reamer handle, lot number: enz171117, damaged hudson attachment end and would not engage with drill attachment at hospital. 2nd instrument: sri: modified instrument: apau0200 modified daa straight broach handle, lot number: enz210317, broach clasp jammed, required excessive force to disengage broach. 3rd instrument: 221750041 pinnacle impaction handle, damaged/threaded thread - will not engage fully with impactors.

Manufacturer narrative:
Product complaint #: (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.